Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis with a bg of 737 mg/dl after pairing their libre 3+ sensor to the abbott mobile app instead of the ilet, preventing insulin delivery. The user developed vomiting and lethargy and was treated with exogenous insulin at the hospital. The user was discharged on (B)(6) 2025 and has since reconnected to the ilet.